Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. The reporter stated that repeat occlusion alarms had occurred. No additonal information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.